Event description:
It was reported that prior to the operation the lead was checked to see if the tip was bent. The health care provider (hcp) confirmed the lead was bent and used a different lead for the operation.

Manufacturer narrative:
Analysis of the lead (lot # v966671) found that the distal end was bent even though it was new (out of the box). The tip of the lead was bent at the #0 electrode.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.